Event description:
It was reported that the patient went to the clinic for their regular follow-up appointment. Interrogation found multiple connect power alarms. Inspection of the equipment found the silastin covering of the driveline detached from the distal end of the pocket controller. The staff taped up the area with rescue tape until an urgent clamshell repair was completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event was confirmed through the onsite evaluation performed by an abbott representative. A specific cause for the damage could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information on how to care for the driveline. Furthermore, these sections address damage due to wear and fatigue of the driveline as well as the how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.